Event description:
It was reported that the pump would not charge despite attempting different cables. The customer's blood glucose level was reported to be elevated due to health issues, unrelated to the reported event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.